Manufacturer narrative:
A review of lot file a116 was performed. There were no nonconformities. A system pressure error alarm occurred at 239 ml. Checked for kinks and found none. Continued therapy. This lot met all release requirements. A review of complaints received for lot a116 was performed. There was 1 other complaint reported for pressure dome leaks to date for this lot. Service order# (B)(4) feedback: field engineer dismounted centrifuge chamber drip edge and found dried blood under. Cleaned with alcohol. Repairs have returned this instrument to expected operation. Two returned smart cards were received for investigation. No kit was returned. The smart cards were not identified as to which card was related to the treatment with the reported pressure dome leak. Both smart cards were reviewed. The results of the reviews were inconclusive. The issue cannot be confirmed by review of the smart card and no root cause was determined. A more thorough investigation could have been conducted if the kit had been returned. No further investigation will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp# (B)(4). Refer to CAPA# (B)(4).

Event description:
The customer reported a pressure dome leak. Name of complainant: same as reporter. Customer reported at 154 ml whole blood processed, a system pressure alarm (#18) occurred. Customer realized that there was a leak around the system pressure sensor. Customer aborted the treatment no fluids returned to the patient. Service order # (B)(4) was dispatched for inspection of the instrument. The customer returned the smart card for investigation.